Manufacturer narrative:
Motion interrupt pan cracked. The product performed as intended as this is component acts as a safety feature so that the bed is not lowered on to something. In this case the product was cracked and inhibiting lift motion of the product, which is its intended function.

Event description:
It was reported by service report that the bed will not raise or lower. No patient involvement or adverse consequences are reported.